Event description:
It was reported that the insulin pump was vibrating too loudly. The insulin pump was dropped. The drive support cap is loose. Customer pressed the drive support cap. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Insulin pump was received in with a protruded/loose drive support disk. Cracks to the case, reservoir tube lip, battery tube threads, a scratched display window and missing end cap sticker were also noted during the visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.